Event description:
It was reported that during a routine device change out, removing the lead from the device header was difficult. Upon removal from the header, white encapsulation was noted around the lead's sealing ring. The lead tested normal through the psa and no visible lead damage was noted so the lead was connected to the new pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.